Manufacturer narrative:
Visual inspection of the product revealed excessive white residue remained stuck to the external threads of the implant. The collar and external hex of the implant have been damaged. Visual comparison to the drawing did not provide indication of a manufacturing deviation. Evidence of a stuck component remained inside of the implant. The fractured portion of the device has not been returned for review. Follow-up with complainant has clarified that the retaining screw associated with this event was manufactured by phibo and notification was forwarded. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4).

Event description:
The dentist reported a screw fractured inside the implant. The dentist wasn't able to remove the screw from the implant, and the implant hex has been damaged too. The implant was removed. The fractured screw is not a zimmer biomet screw.